Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube nahep plh 13x100 6.0 plbl gn, the device experienced clotting/micro clots/fibrin clots . The following information was provided by the initial reporter. The customer stated: update 28 july 2021: the samples are clotting. Rejection of samples hence tests not performed. There is an issue with the vacutainer tubes which was not specified in the email. Asked bd rep to send us pir form completed with details over the issue.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 10 retained samples were therefore, analyzed for heparin content; all were found to be within specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. The tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the tube nahep plh 13x100 6.0 plbl gn, the device experienced clotting/micro clots/fibrin clots . The following information was provided by the initial reporter. The customer stated: update 28 july 2021: the samples are clotting. Rejection of samples hence tests not performed. There is an issue with the vacutainer tubes which was not specified in the email. Asked bd rep to send us pir form completed with details over the issue.